Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other'), fallopian tube perforation ('perforation: other') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event injury nos replaced with event perforation: other, pelvic pain,gen. Abnormal bleed, abdominal pain and psych injury. Patient demographic details, reporter information and product information was added. Lab data added no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and fallopian tube perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst and endometriosis externa. Concurrent conditions included perineal pain. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: medical record was received. Medically confirmed case. Reporter information, medical history were added. Lab data were updated. Follow up date-10-jan-2020. Wrong source document was attached. All the information from this follow up was deleted. Lot number, events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, depression. Reporter information, concomitant drug were, lab data were deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and fallopian tube perforation ('perforation: other') in a 37-year-old female patient who had essure (batch no. 880429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, depression, menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish. Previously reported event- psych injury updated to event- depression. Reporter information, concomitant drug were added. Lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and fallopian tube perforation ('perforation: other / perforation (fallopian tube(s))') in a 37-year-old female patient who had essure (batch no. 880429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst, endometriosis externa, gravida ii and parity 2 ((B)(6) 2007, (B)(6) 2011.). Concurrent conditions included perineal pain. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish "). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Onset date of event fallopian tube perforation, pelvic pain were updated. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and fallopian tube perforation ('perforation: other') in an adult female patient who had essure (batch no. 880429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst and endometriosis externa. Concurrent conditions included perineal pain. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.